Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was also reported that the implantable neurostimulator (ins) was sticking out of the patient¿s stomach. There was a ¿big lump.¿ it was also noted the patient "had doubts" that her device was working.

Event description:
It was reported that the patient had two spine surgeries on (B)(6) 2013. Following the procedures, the patient¿s symptoms returned. It was noted that the patient had lost 50 lbs since the procedures, and there was a lump at the ins site. The patient had not followed up with her hcp about the loss of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).